Manufacturer narrative:
The initial medwatch report was sent in error, this is not a reportable event. The lead was implanted in the patient and was never explanted from the patient. The lead was contaminated before it was ever implanted in the patient. Which is the reason for its return to bsn.

Event description:
A report was received that the patient underwent an unknown procedure wherein a lead was returned for an unknown reason.

Event description:
A report was received that the patient underwent an unknown procedure wherein a lead was returned for an unknown reason.